Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the device.

Event description:
A customer received a complaint from an end-user that the device was not infusing correctly. The customer reported to zyno medical's customer service representative that the device had been out of use for quite some time and the end-users never called in for repair. The end-users were unsure of the infusion parameters and the patient information, and no event date information was provided to zyno medical. "No further details available. Talked to head nurse. Pump out of operation for awhile. O details regarding patient that was infusing when staff noticed slow infusion time. Hn thinks it is probably user error." No patient injury or harm occurred for this case.

Manufacturer narrative:
The user-reported flow rate issue was not confirmed. Zyno medical performed testing on the device and found the flow rate accuracy to be 4.58%, which was within the +/-5% specification. The device was tested to meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00265).